Manufacturer narrative:
Product complaint #: (B)(4). A labeled winding former and a needle/suture piece were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted as expected and the suture end was noted with marks and a cut that appears to be by use of a surgical instrument. No functional test could be performed due to sample condition. The other section of the suture was not sent. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the suture breakage was an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2018, and suture was used. The suture was broken during suturing. There were no adverse consequences to the patient.